Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported by the product manager hips, in an e-mail dated (B)(4) 2010 that she had heard something about a granulomatous pseudotumor that occurred with a coc bearing. She states that they have an abg mod + trident ceramic with suspected pseudotumor by the internist. In a later e-mail, dated (B)(4) 2010, she reports that the hospital concluded that the symptomatology of the pt was not implant related. She writes that the observed tumor was a kind of "classical" myosarcoma and then no link with the thp in place.